Event description:
Caller states that 2 devices were used, serial numbers not provided, and patient tested 2.1 inr on one device and 1.1 inr on the additional device. Caller also reports an additional comparison where one device read 2.1 inr while the other read 3.4 inr. Caller reports a lab comparison where the lab produced a result of approx 4.0 inr while the device read approx 6.0 inr. No action was reportedly taken based on device results. No advers event reported. No strip information was provided, but caller did state 2 strip lots were used. Requested return of suspect device and replacement was sent.